Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five(5) years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: the cable was broken due to weathertightness failure of the cable. The event can be prevented by following the instructions for use which state: never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation confirmed the poor image issue with an e223 error code displayed, caused by a bad cable; the charged coupled device was damaged, presented signs of rust, and failed the leak test. The camera head connector cable failed the leak test, and the label on the rear cover faded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the 4k autoclavable camera head had a poor image issue. The issue was found during preparation for use, prior to a diagnostic procedure. There were no reports of patient harm.